Manufacturer narrative:
Concomitant medical products: product ID: 97745bp; lot#: nlh029988n; product type: accessory. Product ID: 97755; serial# (B)(4); product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-aug-06, information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the battery pack (bp) wouldn't hardly hold a charge anymore. The patient confirmed that when the controller was plugged into the ac power supply, the controller light flashed. Repair noted that the bp was depleting quickly, and it was taking longer to charge the ins. A replacement bp was sent to the patient. No symptoms were reported. No further complications were reported/anticipated. On 2020-09-10, additional information was received from patient who reported that patient is still having the same issues. However, patient also reported that rtm is heating up and long charge times. No patient symptoms were reported. Patient was redirected to repair and new replacement recharger was requested. On 2020-11-10, additional information was received from the patient reporting that they had the controller (likely meant recharger) and lithium battery pack replaced, but stated that neither had resolved the issue. The patient further clarified that, "it is not lasting no time and they had to recharge it again." Patient services inquired if this was related to the patient's controller or the ins not holding a charge. The patient inquired about how to tell the difference between the ins and the controller battery level. Patient services provided education on the ins vs the controller battery levels. The patient then clarified that they think the issue had been that their ins was not holding a charge, not their controller. They then stated that they thought they needed the controller/battery replaced due to this. The patient inquired if a recharger replacement would resolve this issue. The patient stated that they used to charge it up at night and ti would be good all the next day until that night. Patient services reviewed the ins/external equipment theory/usage. Patient services asked and the patient confirmed that they had not had any recent programming changes, or traumas/falls. The patient confirmed that this was all a continuation or their previously reported event. Patient services redirected the patient to follow-up with their healthcare provider (hcp) for further discussion. It was indicated that the patient was difficult to follow throughout the call.